Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 8 atmospheres for 20 seconds, on the second attempt at 10 atmospheres for 20 seconds; however, on the third inflation at 12 atmospheres, the balloon ruptured. A 2.5-10 wolverine balloon catheter was then used and was inflated four times at 10 atmospheres for 20 seconds. Dilation was confirmed on ivus and a stent was placed. A final ivus confirmation was performed to complete the procedure. There were no patient complications nor injuries reported.